Event description:
A medtronic rep reported problems with the stealth inav portable sys: a relatively loud and unusual humming noise when sys was turned on; camera was unable to see small passive cranial frame or probes and upon entering camera details, sys froze and required a hard shut-down. After reboot, the humming noise persisted, however, sys was able to accurately and consistently track. The surgeon completed the procedure with the use of the stealth inav sys. There was no impact on pt outcome.

Manufacturer narrative:
Device manufacture date not available at time of this report. RMA issued. The sys powered up and opened the cranial application without issue. Cd drive would not open; manually opened the drive but it does not read the cd. There is an intermittent fan buzzing noise from the left side of the sys; determined to be either the power supply fan or the cooling fan for the camera/axiem module. Opened both apps and no issues were found. Camera aak test and cable passed continuity test, both found to be fully functional.